Event description:
It was reported that an unspecified number of bd alaris pump module smartsite infusion sets experienced foreign matter in the fluid pathway. The following information was provided by the initial reporter: reported issue: discolored.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 21023023. Medical device expiration date: 2024-02-18 . Device manufacture date: 2021-01-27. Medical device lot #: 22073158. Medical device expiration date: 2025-07-19. Device manufacture date: 2022-07-06. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd alaris pump module smartsite infusion sets experienced foreign matter in the fluid pathway. The following information was provided by the initial reporter: reported issue: discolored.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 11-dec-2022. H6: investigation summary: one sample of material number 2420-0500, lot number 21023023, and on photo was submitted for quality investigation. No sample or photo for material number 2420-0500, lot number 22073158 was received. The customer complaint of foreign matter was not verified, however, the product showed signs of discoloration of the drip chamber and tubing. Evaluation of the sample submitted indicates that the samples are showing a brown tint in the tubing and drip chamber. A device history record review for model 2420-0500 lot number 21023023 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0500 lot number 22073158 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of the discoloration of the tubing is the sterilization process of the infusion set. The sterilization process causes the tubing to tint over time. This tinting of the drip chamber and tubing is only cosmetic and does not adversely effect the function and sterility of the product.